Event description:
The pt participated in a multi-center, 4-arm study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pt's diagnosed with cervical degenerative disc disease (ddd) between c2-c7. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c5 c6 with pedicle screws at c3, c4 and c5. Pt had been experiencing pain for 12 months. Surgery date was (B)(6) 2007 and postoperatively pt experienced swallowing complaints, requiring nothing but time. This complaint is on the left 14mm fixed angle screw at c3 and this is 7 of 8 reports for the same study.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.